Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the controlled substance order remained active in the system despite being clinically expired. A technical support specialist (tss) found that the order had been originally entered with an extended end date and was only later corrected by the pharmacy, which explained why the medication remained available for removal; no validation overrides were recorded in myqlink. It was clarified that once the correct expiration/end date was set, the medication was automatically removed from the patient list, confirming the issue was due to incorrect order configuration rather than a system defect. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower controlled substance order remained active in the system despite being clinically expired, allowing medication to be pulled and administered inappropriately. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.